Event description:
Patient was revised to address a worn, fractured patella poly. It was noted that the patella fractured into two pieces while patient was flexing knee during a routine examination. (Right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed